Event description:
It was reported that the patient experienced issues with urinary retention following the scs implant. As such, the patient was hospitalized to the hospital around (B)(6) 2022 and subsequently discharged. The patient has been using a catheter since then. Patient saw a urologist and no anomaly was noted. The stimulation has been turned off.

Event description:
Additional information received indicates that the patient continues to self-catheterize occasionally but that addresses the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.